Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system on-site and review of the system log file showed that issue with image processing pc (ip- pc). Technical investigations was performed and identified that issue was with frontal ip-pc. The fse replaced new image processing pc and re-imaged hard disk to motherboard. After replacement of the ippc and re-image of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system gave an error message of no fluoro, reselect application. There was no reported patient or user harm.